Event description:
It was reported to boston scientific corporation that a captiflex oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010 (patient weight unknown). According to the complainant, during the procedure, the captifelx snare failed to cauterize the polyp tissue. The physician attempted to change out the generator and active cord with no success. The physician was able to successfully complete the procedure by using another captiflex oval snare. After the procedure, it was confirmed that the generator and active cord were working properly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010 (patient weight unknown). According to the complainant, during the procedure, the captifelx snare failed to cauterize the polyp tissue. The physician attempted to change out the generator and active cord with no success. The physician was able to successfully complete the procedure by using another captiflex oval snare. After the procedure, it was confirmed that the generator and active cord were working properly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The returned device was subjected to an electrical resistance test and was within the specification of 20 ohms (device read at 10.0 ohms). The condition of the device was not consistent with the complaint that cautery did not work; the complaint was not confirmed. A definitive root cause could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted.